Event description:
It was reported that the ventilator stopped while in use on a hospitalized pt and the ventilator was restarted. It is not known if the appropriate alarms were alerted. No further info was provided concerning this event. It is not known if any medical intervention was required. No add'l info was provided regarding the pt's condition. It was reported that the ventilator was examined by an engineer from the distributor. Eval of the unit revealed no problems with the ventilator. No trouble related events were recorded in the device history log.

Manufacturer narrative:
No device returned to MFR for eval.